Event description:
The unit was returned because, the switch would not turn on.

Manufacturer narrative:
The unit was returned to us because the switch sparked and then would not turn on. Upon investigation, it was discovered that the switch had been taken apart. The spark apparently came from a loose wire on the circuit board. The user took the switch apart, which makes it unclear as to exactly what caused the event. Most likely, a loose wire caused the spark and failure. Our switch supplier has implemented several CAPA projects to improve the overall quality of the switch. Internal testing shows that an excessive force (as in getting the cord caught in a mechanism) is required to pull the wires from the circuit board.